Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The hospital's biomedical engineering cancelled the service call. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a system failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1 (event site email), g4, g7, h2, h10, h11. Corrected fields: h6 (evaluation method codes, evaluation result codes). At this time, the customer has not requested getinge to evaluate the iabp. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. Despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a system failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.